Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient developed endophthalmitis post implantation of a zcb00 19.5 diopter intraocular lens (iol). No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The sterilization record was reviewed and was found in compliance with the sterilization process parameters. The sterility test was completed and no growth was certified. The pyrogen test was completed and no non-pyrogenicity was certified. The environmental monitoring records were reviewed and there were no alert / action limits or out of specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.